Event description:
Hcp reported pump explanted due to infection diagnosed 8/2005. The pump was rubbing against pt's belt causing incisional wound opening and subsequent infection. Results of cultures were unk; the pt was treated with intravenous vancomycin in addition to the total system explant. The pt did not experience withdrawal and recovered without sequela. It was also reported that the pt had a urinary tract infection prior to the implantation of the pump. A new pump was implanted in 2005.